Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error 25 noted during testing or in the pump trace download. No pump error 15 alarm and no pump error 23 during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 48 mg/dl at the time of incident. Customer reported that they received multiple insulin pump error. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer states the alarm did not occur immediately after a battery change. Customer reported that the self test passed. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.